Event description:
It is reported that the device was revised in 2006, due to tibial insert wear. Date of implant is unknown.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined.